Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and the reported elevated metal ion levels, effusion, pseudotumor, and intraoperative findings along with the clinical symptoms are consistent with an adverse reaction to metal debris; however, without the supporting pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. However, the use of mixed components, smith and nephew products with the mako trinity products cannot be ruled out as a contributing factor to the increased amount of wear debris/¿metallic-stained fluid¿ and ¿metallosis¿ type findings. The future impact to the patient cannot be determine. No further clinical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed due to metallosis. The stem, the modular neck and the femoral head were removed.